Event description:
Reporter indicated that vns patient was diagnosed with vocal cord paralysis. Further follow-up revealed that stimulation had been initiated and that the patient is currently doing well. Treating neurosurgeon described patient's condition as neuropraxia (temporary nerve dysfunction) related to vns placement.